Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported in a service report that, the dip switches were set correctly at the factory; however, these were not the correct settings for the user facility. No adverse consequences were alleged.

Event description:
Caller reports lancet protrudes beyond the end cap of the softclix plus device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.